Manufacturer narrative:
19aug2021.

Event description:
The customer reported a backup alarm failure upon powering on the ventilator. The ventilator was being set up for patient use, however the ventilator was not on a patient. There was no report of patient harm. The customer spoke with a remote service engineer (rse) who recommended to repair based on the service manual. The repair instructions indicate to try replacement of the motor controller board, cpu board, or the power management board. The backup alarm failure was also present in the error log. Other information is pending.

Manufacturer narrative:
The removed motor controller printed circuit board assembly (mc pcba) and power management printed circuit board assembly(pm pcba). Were returned to the failure investigation (fi) for evaluation. A visual inspection revealed no evidence of damage or contamination. The fi technician installed the motor controller (mc) pcba and power management (pm) pcba into a fi ventilator to duplicate the reported issue. No failures were identified. The central processing unit printed circuit board assembly (cpu pcba) was also returned for failure analysis. Previous investigations have shown ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
The authorized service provider (asp) confirmed backup alarm failed error. The asp replaced cpu, motor controller board, and power management board, reprogramed cpu, installed options and verified functions. Unit passed all tests and is approved for use. The issue is resolved.